Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported material separation was likely related to inadvertent mishandling. Based on the reported information and evaluation of the returned unit, it is likely that the tip of the barewire became stretched and separated due to inadvertent mishandling during tip shaping. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed, de novo lesion in the internal carotid artery. During preparation, the tip of the barewire guide wire (gw) separated from the rest of the wire during shaping. A new, same size nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.